Manufacturer narrative:
It has been confirmed by carefusion/bd that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Customer reported that ¿the adaptors on the inspiratory and expiratory limbs are pushed on so hard that they cannot be removed. Staff moved directly to a workaround of stacking adaptors to achieve a fit on a 22mm od expiratory valve. It was only reported to me when the workaround failed and a respiratory therapist needed to repeatedly put the adaptors back together on a flight home. She was able to keep her eye on the problem; there was no interruption that affected the patient. She held the circuit in place. The disconnection was between the clear hose on the circuit and the adaptor used to connect the 22mm expiratory valve for the crossvent. The adaptor was only in use because the hose could not be removed".